Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, lot# n154408, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The ptm (personal therapy manager) was showing an error code that indicated that a pump motor stall occurred. The pump was interrogated and it was confirmed that a pump motor stall occurred (B)(6) 2015 at 22:58 and there was no motor stall recovery noted in the logs. The pump eri (elective replacement indicator) was 2 months. As of the date of this report, the patient was not experiencing any symptoms. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.